Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 468 mg/dl at the time of the incident and the other relevant blood glucose level was 402 mg/dl. The customer had nausea, vomiting and difficulty in breathing. It was unknown whether the auto mode was active or inactive on the insulin pump. The insulin pump will not be returned for the analysis.